Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the implant of an implantable pulse generator (ipg), the leads were checked and the atrial lead was within normal limits with appropriate sensing. When lead was attached to the new device noise was seen on the atrial channel. The right atrial (ra) lead was reprogrammed and remains in use. The patient was sinus at time of change out. The ipg was reprogrammed. No patient complications have been reported as a result of this event.